Manufacturer narrative:
Cause investigation and conclusion. Requests were sent to the 3rd party to provide additional information like type of endoleak, type of migration, how far did it migrate, potential reason for migration (e.g. Insufficient overlap, patient anatomy), reason for endoleak (e.g. Insufficient overlap disease progression, loss of wall apposition), pre-, intra- and post-procedural imaging, date of implantation, and device information. The requests remain unanswered. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself were returned for evaluation. The physician has sent the explanted devices to an independent 3rd party for evaluation. The 3rd party provided gore with their macroscopic analysis results of the explanted devices. The analysis results have been reviewed by gore explant scientists. The evaluation summary states the following: per the observations section provided by the 3rd party, "at the junction between the central body and the left leg, the metallic structure is deformed, and some stents overlap in places. Moreover, at this location, there seems to be a shrinkage of the prosthesis". Evaluation results: an area of stent frame overlap, with graft narrowing, was present near the origin of the ipsilateral leg of the trunk. The stent frame does not appear to be deformed and/or shrunk. Areas of material overlap and folding are present, which is expected as the endoprosthesis conforms to diseased anatomy. There was insufficient information provided, most notably clinical imaging, to determine an association between the reported migration with subsequent endoleak, and stent frame overlap/narrowing. Also, it is unknown if/how the placement of the device within the shipping container may have contributed to the observation of stent frame overlap/narrowing. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. Corrected a2 (date of birth).

Manufacturer narrative:
H3: other code: the medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. H6-code b13: additional information was requested from the third party in regards to the event. B15: the explanting physician sent the specimen to a third party for evaluation. The third party is still in possession of the explanted specimen. The explanted specimen was not provided to gore for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on an unknown date, a patient was presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the device was explanted due to migration contributing to an endoleak.